Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01316. It was reported the patient experienced ineffective stimulation. X-rays taken confirmed the leads were migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced with another model which resolved the issue. Effective stimulation was restored postoperatively.